Event description:
Customer reported an issue with the panorama central station's display, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Co rep evaluated the unit. Corrections included replacement of the lcd panel and inverter board. Unit was calibrated and safety tested to factory's spec.